Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for implant procedure. During procedure it was noted that the lead's insulation was twisted. The procedure was completed using a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation twisted was not confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.